Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing at the user facility, device alarmed with a 11/004 (less than 2.0 volts measured on lithium battery) service alarm code. There were no reports of any adverse patient events and no reported delays of critical use. Though requested, no additional information was provided.